Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted that the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted that the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.